Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the 85 year old female patient was on impella cp support and at the start of the case, 1 perclose didn't take and a 2nd was deployed that took. The patient was complaining of right leg pain. The pump was explanted, and staff couldn't get a right pedal pulse and leg was starting to mottle. Placed another sheath in the left femoral artery and shot the right groin - no flow down the right leg. Doctor said they either preclosed the artery shut or it is the angioseal. They ballooned it opened enough to get some flow down the leg, but had multiple perfs in the process. The procedural outcome was the patient survived surgery.